Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the de vice on a patient which could delay therapy.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.